Manufacturer narrative:
B5 revised and h6 medical device problem code a0414 added.

Event description:
An impella 5.5 was inserted via the right axillary artery graft site to support a 60-year-old male patient with cardiomyopathy and a history of coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Prior to pump placement, the patient was supported by inotropes and vasopressors and had a cardiac arrest with CPR. During support, the battery on the automated impella controller (aic) would not charge. The rn reported the console was not charging when plugged in, despite trying multiple outlets. The aic was swapped, and it was found that there was a cut in the wire at the plug side of the power cord. The end of the power cord was replaced and electrical safety was verified before returning to service. During support, the patient went into ventricular tachycardia (vt) six times in one day and was cardioverted six times back into normal sinus rhythm. The patient remained on support. Tachycardia may be related to underlying cardiac disease, critical illness, and the hemodynamic instability associated with advanced heart failure and mechanical circulatory support.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 60-year-old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. Prior to the pump placement the patient was supported by inotropes and vasopressors and had a cardiac arrest with CPR. The other underlying medical history was not shared. On day 13 of the patient's support there was a battery failure alarm observed. The team made decision to remove and replace the automated impella controller (aic) and support proceeded. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
Additional information from the report indicates there was a cut in the wire on the plug side of the power cord, and the biomedical department repaired the cord. Additionally, the report notes, the end of the power cord was replaced, and electrical safety was verified prior to returning the unit to service. It is unclear whether the controller will be returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.